Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing with the occlusion tester, downloading the event history logs, and an accuracy test that passed, the pump was found to have a damaged downstream occlusion (dso) seal, scratched lens, and damaged alternating current (ac) connector. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, lens, and ac connector.

Event description:
It was reported that the device was for repair. There was unknown patient involvement.